Event description:
Revision surgery performed (B)(6) 2013 for a unilif which cage migrated posteriorly that was discovered during an x-ray.

Manufacturer narrative:
Ae report has been submitted in relation to the complaint number 0009617544-2014-00002.